Event description:
A frontal craniotomy and resection of a tumor was performed on a woman. The dura mater was patched with dura-guard. On post-op day 18, patient had headaches. Mr images demonstrated pneumocephalus and epidural fluid collection over dural allograft. Pt treated with steroid medication and clindamycin. Four years post-op pt headaches recurred. Epidural tissue consistent with chronic inflammatory disease was noted. The dural allograft and scar tissue were excised. Cultures of scar tissue revealed a propionibacterium sp. Infection. Pt treated with 4-week course of vancomycin.